Event description:
It was reported that during a peripheral arterial disease treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and severely calcified popliteal artery. Vascular access was obtained via the patient's inguinal area. The sterling es 1.5mm x 20mm balloon was advanced to the lesion and had difficulty crossing the lesion but was able to cross the lesion. The balloon was inflated once to 5-6 atm and ruptured. The procedure was completed with a sterling 3.5mm balloon. No patient injuries were reported, and the patient's status is good.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).